Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the black box revealed no evidence of a power on reset (por) event. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked at the threads on the side and at the case seal. There was moisture and corrosion observed in the battery compartment. The battery compartment was found to be leaking during a leak test. There was no damage found to the battery cap and the battery cap secured tightly to the pump. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump¿s case was removed; there were no intermittent conditions or moisture/corrosion found to the power pcb. There were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation and the reported ¿no power¿ complaint was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim and faded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. There was no indication as to whether or not there was damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.